Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had water damage. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sprinkler pipe was burst and cause water damage. A field service engineer (fse) responded to multiple stations affected by a fire sprinkler water leak and inspected each unit for signs of water intrusion. Water damage was identified in station nrflmspx32, including the e-drawer, drawer 3.1, drawer 1, and tower components, resulting in system failure. The station was placed out of service after confirming the equipment was damaged beyond repair due to water intrusion. The customer coordinated with bd sales to replace the damaged equipment. The field service engineer proceeded to close the case.